Event description:
During a large bowel resection, it was reported that the scissors overheated beyond the blade coating/insulation. The patient received a slight burn on the bowel. The hospital did not administer any medical intervention and the patient's hospital stay was not extended due to this event.